Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessor occurred. Isi has attempted to contact the site to gather additional information regarding the patient/ incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a heart block. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. At this time, the cause and severity of the heart block are unknown. It is also unknown what medical intervention, if any, the patient received as a result of the complication. The event date was not known. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported by the physician that a patient underwent an ion endoluminal lung biopsy procedure and experienced a heart block. The procedure was aborted. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.